Manufacturer narrative:
Per trouble shooting, the customer was advised to dial in 1 lpm air and close exhalation valve. Unit built pressure as expected. Advised customer to check all tubing and connections. Complaint is listed a resolved. No additional information was obtained for resolution. Complaint will be reopened upon receipt of additional information.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit failed short shelf test (sst) due to the safety valve not closing. The customer reported there was no patient involvement.